Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a "system error -out of service, revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and found the following damages: the top cover, motor cover, and encoder cover were damaged. The battery partition cover was also missing. From the condition of the platform, the damages appear to have been due to wear and tear. Functional testing was performed and the reported error code 132 (out of service/revert to manual CPR) was observed. Further inspection did not identify a cause for the fault. After clearing the fault, functional testing was continued and the platform passed all testing criteria. A review of the archive was performed and the reported error 132 was found to have occurred on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement were the top cover, motor cover, encoder cover and battery partition cover. In summary, the reported complaint was confirmed during functional evaluation as well as archive review. Inspection could not identify a cause for the error 132. After clearing the fault and replacement of the damaged parts, the device passed all testing criteria.